Event description:
It was reported that balloon rupture, catheter removal difficulties and tip detachment occurred. The target lesion was located in a tight fistula of the arm. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation of the lesion. The balloon was inflated past the rated burst pressure and the balloon ruptured. An attempt was made to remove the device through the access sheath but was unsuccessful even after some maneuvering. The sheath was removed and an attempt was done to remove the balloon catheter over the guide wire outside the body however it was noted that the distal tip of the balloon catheter came off in the patient's arm. The rest of the balloon catheter was able to be removed from the patient. The guide wire was also removed and the procedure was completed. Six days post procedure, a non bsc covered graft was placed over the detached tip and successfully trapped the tip against the vessel wall. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Event date: corrected from (B)(6) 2015. (B)(4).

Event description:
It was further reported via facility medwatch (B)(4) that during a fistulogram of the arteriovenous fistula, it was noted that the patient had multiple areas of tight stenosis and pseudoaneurysms. The physician attempted to perform angioplasty of the tight stenosis between the pseudoaneurysms. The 10.0 x 40, 75cm mustang¿ balloon catheter was inflated however the balloon ruptured, causing a piece of the detached balloon material to embed into the pseudoaneurysm wall.

Manufacturer narrative:
Device evaluated by MFR: a balloon dilation catheter was received for analysis. A break was identified in the shaft of the returned device and the balloon was ruptured circumferentially. A visual examination of the returned device identified a longitudinal tear with a full circumferential burst in the balloon material. The tear was identified 27mm distal to the proximal touch-up. A shaft break was identified 13mm distal to the proximal touch-up. The distal portion of the break was not received for analysis. This type of damage is consistent with excessive force being applied to the delivery system. The section of the shaft where the markerbands are crimped was not received for analysis. This device is recommended for use in conjunction with a 6fr introducer sheath. The introducer sheath involved in the complaint incident was not received for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated past the rated burst pressure and the dfu states: "do not exceed the rated balloon burst pressure. While maintaining negative pressure, withdraw the deflated dilatation catheter from the introducer/guide sheath through the hemostatic valve. If resistance is felt during withdrawal of the dilatation catheter, it is recommended to extract the entire system with the introducer/guide sheath." (B)(4).

Event description:
It was reported that balloon rupture, catheter removal difficulties and tip detachment occurred. The target lesion was located in a tight fistula of the arm. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation of the lesion. The balloon was inflated past the rated burst pressure and the balloon ruptured. An attempt was made to remove the device through the access sheath but was unsuccessful even after some maneuvering. The sheath was removed and an attempt was done to remove the balloon catheter over the guide wire outside the body however it was noted that the distal tip of the balloon catheter came off in the patient's arm. The rest of the balloon catheter was able to be removed from the patient. The guide wire was also removed and the procedure was completed. Six days post procedure, a non bsc covered graft was placed over the detached tip and successfully trapped the tip against the vessel wall. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).